Event description:
Bilateral breast implant infection. Suspect the source was inplant funnel as two of my partner's patients had implant infections that were done about the same timeframe. I have never seen bilateral implant infections in 23 years of practice and have not had any infected implants (from an initial surgery) for many years. Only two common things are the implant company and the funnel. Other surgeons have suspected a problem with this device as well. FDA safety report ID#: (B)(4).